Event description:
It was reported that during a laparoscopic lobectomy, the jaws did not open after the 5th firing on the blood vessel. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: was device stuck closed on tissue? Yes. Was user ever able to open jaws of device? Yes. If able to open device, please describe how was device opened? The jaws were opened by pulling the trigger from the handle by hand. Was there any tissue damage due to device being stuck? No. Was there any change to procedure or post-op patient care? No.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: was device stuck closed on tissue? Was user ever able to open jaws of device? If able to open device, please describe how was device opened? Was there any tissue damage due to device being stuck? Was there any change to procedure or post-op patient care?

Manufacturer narrative:
(B)(4). Additional information: the analysis results of the el5ml device found that it was received in good condition with the jaws open; the orange indicator wheel was noted to be overtraveled. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended; however, after each cycle the jaws remained closed and the trigger had to be manually assisted in order to open the jaws. The instrument locked out as intended. No conclusion could be reached as what may have caused the opening issues of the jaws and the condition of orange wheel indicator; please note the wheel indicator failure is not related to the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process.